Manufacturer narrative:
Return of device is not needed as the analysis will provide not relevant information to the investigation as the root cause (procedure) is known.

Event description:
It was reported that the patient has an infection at the generator site and will be getting the generator explanted. The generator was confirmed hp sterilized prior to distribution. No known explant has occurred to date.

Event description:
Information was received that the patient's lead and generator were explanted. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device